Event description:
When going to remove the epidural catheter, the rn noticed that the epidural catheter was disconnected. However, the tubing had broken off of the clamp. It was disconnected by another rn. The patient had stated that her epidural was wearing off and she could feel "almost everything" while she was pushing. Staff disposed of the product instead of holding for review / investigation. Submitting pqdr for potential recall or remediation by the vendor.